Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon went to fire cdh29p and the device did not fire. Display screen was lit up, showing it was powered on and that there was a connection with the battery, however nothing happened when the firing trigger was pulled. A second cdh29p was opened and the surgeon tried the new battery with the original stapler and it still did not fire. The original stapler was then removed and the second stapler was used along with its respective battery and the device then fired to complete the case. No patient consequences reported. No further information is available.